Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 01/05/2017. (B)(4). It was reported that following insertion the patient experienced vaginal dryness, urge incontinence, and discomfort.

Event description:
It was reported that following insertion the patient experienced vaginal dryness, urge incontinence, and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported the patient experienced recurrence of pain, erosion, infection, urinary and bowel problems, neuromuscular problems, and vaginal scarring. It was reported that the mesh was trimmed in (B)(6) 2010. No additional information provided at this time. (B)(4).